Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the emergency room for high blood glucose. Blood glucose reading was unknown because it was unreadable. The customer reported feeling thirsty and tired. The customer also reported that the high blood glucose was due to bent infusion set cannula. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.